Event description:
Received a copy of the customer's medsun report which states "caring for patient when IV pump alarmed air in line. Pump was evaluated. The rn opened the chamber to examine the tubing and found the chamber to be wet. The rn roller clamped the tubing and removed it from the pump. When she gently pulled the tubing, she noted a small pin hole leak at the top of the tubing flowing out IV fluid. The rn removed the tubing and bag. New tubing and ivf were set up and restarted for the patient." No patient harm or medical intervention occured, no further patient/event information was reported.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.